Manufacturer narrative:
During zoll device evaluation on 20 apr 2023, the autopulse platform (B)(6)) failed the load cell characterization test. The root cause of the observed failure was a failed load cell module #2, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. The autopulse platform failed the load cell characterization test during the functional testing. The failed load cell was replaced to address the observed failure. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the final run-in test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with (B)(6).

Event description:
During zoll device evaluation on 20 apr 2023, the autopulse platform (B)(6) failed the load cell characterization test. No patient involvement.